Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at approximately 1:00pm. The patient reported blood glucose readings of "424, 112, and 150 mg/dl" with the subject meter, performed greater than 20 minutes of each other. As part of the patient's diabetes regimen, the patient claimed he is on insulin. Due to the alleged reading of "424 mg/dl", the patient stated he administered 30 units of novolog insulin. According to the cca documentation, the patient then tested on his secondary meter and obtained a reading (reading not specified) that was within his normal blood glucose range (range not specified). After the patient obtained a reading from his secondary meter, the cca noted that the patient ate his cereal, fruit, and drank his (B)(6) and juice at approximately 1:14pm that day. Approximately 30 minute after the alleged issue began, the patient reported feeling tired, spacey, shaky, and hot that his blood sugar level dropped to approximately "67 mg/dl". It is not known if the result was obtained from the subject meter or from his secondary meter. As a result of the patient's symptoms, the cca documented that the patient took a nap and within 1-2 hours later he felt better. At the time of troubleshooting, the cca noted the patient's process for testing was correct and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (06/02/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.